Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30223884m number, and no internal action related to the complaint was found during the review. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, the patient became hemodynamically unstable during a pericardiocentesis for a pericardial effusion that was present pre-procedure. The effusion was 1 cm in diameter pre-procedure. The entire ablation procedure (for afib, supraventricular tachycardia (svt) and right atrial flutter) was completed, during which the patient was hemodynamically stable. Post-ablation, the physician stated that the effusion appeared "slightly different." Cardiac tamponade was confirmed, and pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient then deteriorated and became hemodynamically unstable. The patient was transferred to cardiothoracic surgery for further intervention. The catheter was left in place. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. No bwi product malfunctions were reported. Follow up to obtain additional details regarding the event is in progress. Should any new information be obtained it will be assessed and processed accordingly.